Manufacturer narrative:
Medwatch report (B)(4) received by the FDA on 9/30/2020. The report indicates multiple attempts made to access the right subclavian vein for line insertion with syringe and pink colored needle. It was reported the syringe would fill with air and no blood return. Email received by reporting facility, risk management specialist, billings clinic with additional information related to this incident. The reporter states, "after multiple attempts with first defective kit, chest x-ray was completed before continuing on with new kit. Physician was able to access the vein on 1st attempt with new needle from different cvc kit." The sample is not available for return and evaluation. Reporter states, "it is unknown how the patient is doing, patient has since been discharged home from the hospital. Reporter states no serious injury due to this reported incident. Due to the reported nature of the incident, the need for medical intervention this medwatch is being filed. No further information is available. If additional relevant information becomes available, a supplemental medwatch will be filed.

Event description:
Medwatch report (B)(4) received by the FDA on 9/30/2020. The report indicates multiple attempts were made to access the right subclavian vein for line insertion with syringe and pink colored needle. It was reported the syringe would fill with air and no blood return.